Manufacturer narrative:
The insulin pump was received with critical pump error and was unable to download due to moisture damage on the electronic assembly. Analysis was unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump had minor scratched display window, scratched case, keypad overlay texture damage and a pillowing keypad overlay. The motor had moisture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that they found that the infusion set came off. The customer's blood glucose was unknown at the time of incident. The customer stated that they were given manual injection to treat the blood glucose. The customer had low blood glucose of 2.2 mmol/l at the time of call and treated with food. The insulin pump was returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to the event has been updated and provided in b3 and b5 section of this report.

Event description:
The customer reported via phone call that they went to the hospital from 4pm to 11pm on (B)(6) 2016 due to hyperglycemia, they did not recall blood glucose value at time of hospital visit. The user stated they had positive ketones of 2.6 mmol/l. When the user got to the hospital they realized that the mio infusion set was the reason behind high blood glucose and ketones because the tubing had fallen off the needle hub and they were no longer getting any insulin. User disconnected from pump and was treated on mdi. User also stated they thought they smelled insulin from reservoir compartment. Users blood glucose at the time of the call was 2.2 mmol/l but user stated they had just eaten. It is not known if the insulin pump will be returned for analysis.